Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device changeout due to normal battery depletion, the physician noted how easy the atrial lead came out of the device header. The same thing occurred with the defibrillation lead pins. The physician did not loosen the setscrews at all. Historical data were reviewed, with no setscrew warnings noted and consistent impedance values. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.